Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation and thumping on their side. It was also reported that the right ventricular (rv) lead exhibited high thresholds. The implantable pulse generator (ipg) and rv lead remain in use. No further patient complications have been reported as a result of this event.